Event description:
It was reported that over the past year, this patient's right ventricular (rv) lead exhibited a gradual rise in the pacing impedance measurement. At the last follow-up, the most current measurement was high and out of range at >2000 ohms. Provocative maneuvers were performed which showed normal results and diagnostic imaging did not show any signs of lead fracture. Boston scientific technical services was contacted and it was discussed that potential patient interface changes could affect the impedance measurement. It was discussed that the physician may continue to monitor remotely since the patient is not pacemaker dependent. At this time, the system remains implanted and in-service. The patient was stable with no adverse consequences.